Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-01036, 1225714-2013-01037, 1225714-20123-01038.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.